Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records review could not be performed since the lot number was not provided. Olympus manufactures products according to applicable procedures and meet final product release criteria. The legal manufacturer tried to replicate the reported failure using a retained distal cover (lot. H1412), and confirmed the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As stated in the instructions for use "7.3 attaching the distal cover" please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Event description:
The customer reported to the olympus representative, after an endoscopic retrograde cholangiopancreatography (ercp) the plastic cover was missing from the end of the scope. The scope was reintroduced into the patient, the plastic cover was identified in the second part of the duodenum and retrieved using rat tooth forceps. Additional information was requested from the customer and no additional information is available. It is unknown if there was patient harm or injury. This event includes 2 reports: patient identifier (B)(6): maj-220 315 and patient identifier (B)(6): tjf q190v. This report is 1 of 2 for patient identifier (B)(6): maj-220 315.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer on MDR number 2951238-2021-00455.